Event description:
It was reported to resmed (B)(4) that an astral device's battery is not charging. This resulted in a warning message to notify the user of the issue. There was no pt harm or injury reported as a result of this incident. MFR #30046049967-2015-00064